Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
It was reported, "the surgeon reported that the telescopic struts were broken. The pt had difficulty getting up out of bed. The foot ring got caught on the bedpost and while trying to free her foot and keep her balance, she broke the struts in the process."